Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient passed away due to multi-system organ failure. The patient had chronic kidney disease (ckd) and required hemodialysis post-operatively. The patient died of hemodialysis complications. The outcome was not considered to be device or therapy related. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including various forms of organ failure (including renal dysfunction) and death that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event